Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion after explant. Concomitant product: 419688, lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) reached early elective replacement indicator (eri). The device was explanted and replaced. As well, the patient's left ventricular (lv) lead had high thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.